Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000151597.

Event description:
It was reported that after a trial removal the patient had weakness and was sent to the ER, a CT was preformed, and the CT showed an epidural hematoma. The patient was transferred to a med center for monitoring. The patient symptoms have improved and there are no deficits according to the physician. The hematoma is resolving on its own. The manufacturing representative will not be receiving further updates regarding the status of the patient. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000151597.